Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging he was unable to test because a dog chewed on his onetouch ping meter and unknown ot lancing device. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 4:20pm, the patient alleged the issues occurred. The patient reported using insulin pump therapy to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported at an unknown time, he developed symptoms of "headache and shaking." However the patient refused to treat himself with a blood glucose reading. At the time of troubleshooting the cca discovered there was misuse of the products. Replacement products were sent to the patient. These complaints are being reported as an adverse event because the patient reported due to the alleged issue, he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/10/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/28/2013 and 7/2/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter¿s casing was found to be damaged.a DHR (device history record) was completed on 11/13/2012 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.